Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. Death listed in the instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being conservatively filed due to a death that occurred a few months after the index procedure, unknown if device related. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) with pure annular dilation, mitral annular and leaflet calcification, a small mitral valve area, and posterior leaflet tethering. One mitraclip was successfully implanted, reducing the mr to trace and mild. There was no device deficiency. On (B)(6) 2021, the patient expired in an elderly home. The cause of death was general deterioration of the patients heath. Per physician, the event was unknown if device related. There was no device malfunction.